Event description:
Tibial insert was revised due to wear.

Manufacturer narrative:
The tibial insert cannot be evaluated for the reported wear as the device has not been returned for evaluation but rather discarded at the hospital. A review of the device history record for this component is not possible as the lot code has not been provided. Attempts to obtain further lot code info has been unsuccessful. No further action is indicated at this time. Should additional info become available, this evaluation will be reopened.